Manufacturer narrative:
No button error alarm was noted. The insulin pump had no down arrow button response due to corroded keypad traces. No reset error alarm could be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip and a stained end cap sticker. The insulin pump had moisture damage on the electronic assembly and motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had low blood glucose levels of 2.2 mmol/l. The customer reported eating to treat the low blood glucose levels. The customer reported a button error alarm from the insulin pump. The battery of the insulin pump was reinstalled to no avail. The customer also reported multiple unexpected restarts from the insulin pump after the battery was reinstalled. The customer also reported that the insulin pump was exposed to water. The customer also reported that there was condensation under the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.